Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance measurements and lead noise during follow-up in clinic by physician¿s staff. It was noted that there were hundreds of short v-v (ventricle ¿ ventricle) intervals as well. Possible lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a4dr01, ipg, implanted: (B)(6) 2012. (B)(4).